Event description:
The pt experienced no stimulation sensation, a loss of therapeutic effect and return of symptoms after she fell from tripping over carpet in a store 2 weeks ago. Pt had not seen her physician for the event and was waiting until her insurance benefits began. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).